Manufacturer narrative:
Insulin pump passed displacement test, sleep current test and active current test. No power error noted during testing. Power error confirmed. Power error due to j6 connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple power error alarm. Customer blood glucose value was 9.9 mmol/l at the time of the incident. The customer was assisted with troubleshooting. The customer stated that they clear the alarm and rewinds the insulin pump and it was fine for a while. The customer states power error detected again. The device will be returned for analysis.